Manufacturer narrative:
It was reported that the physician's name is dr. (B)(6). Medical device code (B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the bands were observed to be stuck together and would not deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.